Event description:
Pt was wearing a walker boot as intended and the opening of the boot that curves just slightly on the lower section made contact with the incision point on the ankle. This caused the pt's stitches to open. She visited her doctor and another surgery had to be performed. She will reach full recovery.